Manufacturer narrative:
The customer called in to report that the tidal volume was too low. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer declined service. No further information provided. Customer declined service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the tidal volume was too low. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.